Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay nbs device. The relay nbs device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012. (B)(4)

Event description:
"The flush valve fell off during flushing of the device, before this happened an inadequate seal detected (leaking)." Patient outcome: "no effect to the patient."